Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a continuous alarm.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels removed and in good condition, but screen scratched. During functional testing, the reported complaint was duplicated. The moment the device was powered up the device started double beeping. Unable to complete back-up capacitor testing due to downstream sensor issue. Root cause was the downstream sensor. Downstream sensor was replaced.

Event description:
Additional information provided by the customer that the event did not occur while in use with the patient.